Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension procedure on (B)(6) 2015. The site reported that the patient was recently admitted to the hospital due to abdominal pain and subsequently died on (B)(6) 2016 due to sepsis complicated by ards and hypoxemic respiratory failure. The site indicated that the death is not related to the superdimension device or the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.